Event description:
The physician used a wilson-cook howell d.a.s.h. Ii direct access system sphincterotome to perform a sphincterotomy for a metal stent placement. When the device was bowed during the sphincterotomy a piece of the cutting wire detached. No retrieval was attempted by physician as the piece of the cutting wire was not visible endoscopically. The sphincterotome was removed and two zilver stents were placed. Pt's condition, post procedure was reported as good with no complications.